Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope tested positive for two colonies of enterococcus faecalis isolated and 1 colony of lysinibacillus fusiformis isolated. The issue occurred during maintenance with no reports of patient involvement.